Event description:
It was reported that the pt expired in 2007, post operatively due to heart failure. Reportedly this pt underwent surgery to repair the mitral and tricuspid valves and ablation. Please reference MFR. Report# 6000002-2008-08336.

Manufacturer narrative:
Device not returned.